Event description:
It was reported that patient experienced high lead impedance on system diagnostics performed on (B)(6) 2016. The patient's family reported that she had not experienced any recent falls or accidents that could have caused the lead impedance. No x-rays have been taken at this time and the device was left on, per the family's request. No surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
The patient underwent a full replacement on (B)(6) 2016. The generator and lead were received for analysis on 08/08/2016. Product analysis for the lead was completed and approved on 08/16/2016. Note that a large portion of the lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. The lead assembly has dried remnants of what appear to have once been body fluids inside outer and inner silicone tubes, in some areas; no obvious path other than the cut ends made during the explant process. Based on the findings in the product analysis lab, there is no evidence to suggest discontinuities in the returned portions of the device. Note that since a large portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
Product analysis on the generator was completed and approved on 08/30/2016. The event date will be updated to (B)(6) 2015 since the high impedance was present prior to (B)(6) 2015 but the exact date is not certain. (B)(6) will be used as an estimated event date. Review of the data downloaded from the pulse generator shows a possible indication of increased impedance; the ¿diagvinitialprechange¿ value of 9503 ohms, the ¿diagvinitialpostchange¿ value of 11912 ohms, and the time of change detection (B)(6) 2015 (implant (B)(6) 2013 / explant (B)(6) 2016). Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. There were no performance or any other type of adverse conditions found with the pulse generator.